Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for champignon filamenteux (1 cfu/endoscope) and scn (4 cfu/endoscope), but the testing result cleared (B)(6) guideline. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: on (B)(6) 2019: staphylococcus coagulase negative and micrococcus spp(14 cfu/endoscope in total). On (B)(6) 2019: staphylococcus coagulase negative and micrococcus spp(9 cfu/endoscope in total). On (B)(6) 2019: staphylococcus coagulase negative(6 cfu/endoscope in total). On (B)(6) 2019: staphylococcus coagulase negative(11 cfu/endoscope in total). The portion of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using peracetic acid. There was no report of patient infection associated with this report.